Manufacturer narrative:
Literature ref: doi.org/10.1111/jch.14908 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'a retrospective comparative study of mid-term outcomes of atherectomy, drug-coating balloon angioplasty, and plain old balloon angioplasty for isolated atherosclerotic popliteal artery lesions' . The time frame of this study was: august 2017 to august 2022 . Multiple manufacturer¿s devices were used in the study population: yes, multiple manufacturers¿ devices were used, laser excision systems, nitinol stents and embolic protection devices. The following medtronic devices were used: spider fx, turbo-hawk plaque excision system, and medtronic nitinol stents. The technical success rate of the three groups was 100% and there were no deaths within 30 days of the surgery. Among patient adverse events included: flow-limiting dissections or elastic recoil, these issues were addressed through the application of bailout stenting including medtronic nitinol stents. Restenosis and/or re-occlusion. Clinically driven target lesion revascularization and amputation. No further information was provided pertaining to medtronic products.